Manufacturer narrative:
Investigation summary reported that the tip has missing material. MDR tree re-opened for reassessment per the investigation. Changed from non-reportable to reportable. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:the 03.130.010 t4 shaft was received in a plastic bag for evaluation. There is no evidence of damage at the coupling end or the body of the shaft. The tip of the shaft is twisted for an approximately 2.5 mm length. The tips of each of the lobes are broken off for an approximately 0.3 mm length. There is no evidence of damage at the coupling end or the body of the shaft. The tip of the shaft is twisted for an approximate 2.5 mm length. This matches the complaint description. Magnification shows the tips of each of the lobes are broken off for an approximate 0.3 mm length. Product development learned of this complaint on (B)(6) 2015. There were no issues with retaining the screw from the screw rack to the implantation site. The twisting occurred during the tightening of the screw in the 12 hole straight plate. For this case, the surgeon was not using the 03.130.005 screwdriver handle that comes with the t4 shaft in the va locking hand system. Instead, the surgeon was using the 311.023 ratcheting screwdriver handle. Due to the design of the handle body, the 311.023 handle allows greater torque to be applied to shaft than the 03.130.005 handle does. The difference is that the 03.130.005 handle is designed for two-finger tightening of the screw where the 311.023 is not designed for two-finger tightening. The 03.130.010 t4 shaft from the 1.3 module was used with the 311.023 handle to finish the case by implanting the rest of the screws for the 12 hole plate as well as a 1.5 condylar plate in the adjacent finger. The dcrm address the screwdriver shaft not being able to retain screws and lock them into place and specifically address the tip of the shaft becoming malformed or distorted and lines address the tip of the shaft breaking or becoming damaged. This investigation summary is approved. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 7/24/2015, part #: 03.130.010 lot#: 9836606 (non-sterile) - stardrive screwdriver shift/t4 50mm/self-retaining/hxc. Lot was released to the warehouse on 7/24/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure with patient involvement that a stardrive screw driver shaft/t4 50mm/self-retaining/hxc from the 1.5 variable angle module was damaged and twisted upon tightening a locking screw. The surgeon was able to finish the procedure with the t4 shaft in the 1.3 module by using a temporary hex handle. There was no surgical time delay and no surgical medical intervention. The surgery was successfully completed with no harm to the patient. This report is 1 of 1 for (B)(4).